Event description:
On 7th april 2025, it was reported by a sales representative via email that for an ar-9625, 3.0 mm hex driver, the tip broke off within the recess of the locking screw head and was unable to be removed. This was detected during use in a right reverse shoulder replacement procedure on (B)(6) 2025. The procedure was completed successfully as per usual as per surgical technique. They attempted to remove the broken piece from the screw head recess. 8 april 2025: the sales rep clarified that there was no patient harm, but the broken piece remained in the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this failure is attributed to wear and tear damage incurred over repeatedly torquing/engaging the driver within the screw head and extended use in the field. Manufacturing date 2019.